Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the connector of the cuff was too narrow in order to be connected to a syringe. There was patient involvement.

Manufacturer narrative:
Investigation summary: one used decontaminated sample was received without its original packaging. Customer is claiming that it is not possible put the syringe into the connector of inflation line. After inspection of received sample, it was confirmed that it is not possible put the syringe into the connector of inflation line. We are forwarding this investigation to the tijuana manufacturing site to identify the root cause. Complaint sample was resent to this site. No signal of confirmed complaints in relation with this issue was identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Visual inspection found no damage or anomalies with the device. The customer reported complaint was confirmed, in which it is not possible to put the syringe into the connector of inflation line. It was found that the femal luer did not meet specifications. The probable cause is due to a vendor related issue with manufacturers supplier.